Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the error b30 may have been caused by dirt or foreign material on the electrical contacts of the endoscope connector. There was a defect in the appearance of the connector. The adhesive of the bending section rubber was damaged. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the endoscope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error e216 occurred. Error code e216 means that foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts. This device is an olympus asset and there was no report of patient injury associated with the event. Then, olympus inspected the device at olympus service operation repair center (sorc) and could not confirm error e216 reported by the user facility, but found that scope communication error b30 occurred. Error code b30 means that the video system center cannot communicate with the endoscope.